Event description:
It was reported that an instrument containing a snapped wire was discovered during a quality check of a tray. There is no additional information available.

Manufacturer narrative:
(B)(4) device evaluated by MFR. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified sign of repeated use. Pin was stuck in one of 10 holes. 3 holes failed dimensional analysis because of burrs found in them. All other holes passed the dimensional analysis. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.